Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the provisional cracked during knee arthroplasty surgery and could not be used.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection found scratches and gouges suggesting repeated use. A fracture was found on the left side of the screw hole on the plate feature. Another fracture was found on the left side of the stem feature. DHR was reviewed and no discrepancies were found review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.